Event description:
The product was used during a colectomy procedure. Reportedly, the suture knot untied. The surgeon completed the procedure with another suture. The hosp has reported that no pt injury occurred.